Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy. The pod was not worn.

Manufacturer narrative:
The device was returned not deployed. The device was able to communicate with the master pdm for data download. The data shows that the device was in pod state 14, indicating the user exceeded the allowed time to complete activation of the device. No alarm was generated and no issues were found that would affect the device¿s ability to deliver insulin.